Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. The customer observed a leak in the tubing at pinch valve (pv37). The customer was able to troubleshoot the leak with help from the customer technical specialist (cts) over the phone. The customer replaced the tubing and the instrument performed without any leaks. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 1 to 2 ml of blue fluid leaked underneath the coulter lh 500 hematology analyzer and ambient temperature errors were generated. The leak was not contained within the instrument. The operator was wearing gloves, goggles and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.